Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's blood glucose (bg) level was "high", however, a specific bg value was not provided. The cause for reported bg level was unknown. Bg was addressed via a correction bolus. The customer was instructed to consult with the healthcare provider regarding bg level.